Manufacturer narrative:
The wcd system was not recovered from the field. Last data transmission (B)(6)2025. No active transmission or evidence of patient wearing the wcd system at the time of the event on 05/27/2025. Wcd role in patient death could not be documented due to unavailability of the wcd system.

Event description:
Patient's caregiver called in to report that the patient passed away on (B)(6) 2025 while still wearing the wcd system and was taken to hospital ER. Patient's caregiver further stated that the system was "giving shocks and the patient was hunched over". MDR filed due to reported patient death. Wcd role in patient death is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
This file was originally submitted on 06/04/2025 but was not ack3 acknowledged as passed. It is being resubmitted with this statement on advice of the cdrh MDR team at opeq, office of regulatory programs, division of surveillance support.